Manufacturer narrative:
(B)(4). S/w version 4.11d, retainer ring=black. Customer complained on (B)(6) 2021 pump alarmed pump error 63 and the buttons are freezing. Complained not communicating with the bg meter or sensor. Insulin pump passed displacement test and self test. No pump error 63 noted during test. Pump communicated properly with test guardian link transmitter and bg meter. No communication anomaly noted. All buttons function properly. Unit passed the keypad voltage test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus. Confirmed pump error 63 variable 12 was noted in the history download on 07/10/2021 08:23:19.000 due to arm watchdog failure, problem isolated to electronic assembly. No moisture damage or physical damage noted on electronic assembly during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay and pillowing keypad overlay. The p-cap does lock properly. Confirmed pump communicated properly with test guardian link transmitter and bg meter. No communication anomaly noted. All buttons function properly. No keypad anomaly noted. Confirmed pump error 63 variable 12 was noted in the history download on 07/10/2021 08:23:19.000 due to arm watchdog failure, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.    Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure. Customer was able to clear the alarm and complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.